Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, under infusion was observed. It was reported that infusion was start and the next day came back and noticed little infused. Reported that infusion was then started with a new cassette. No patient injury reported.